Manufacturer narrative:
(B)(4) has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed. (B)(4).

Event description:
Customer reported the following "newer connector on white plastic breaks off. This broke off while sleeping and I was without oxygen. I woke up at my usual time and was very short of breath. I reached down to set the amount of oxygen up and the valve was broken off. I do not know how long it had been that way. I woke up short of breath once I reconnected to oxygen I recovered just fine. I have been using this style of cannula (002606) for the last three years (customer also reported that he attaches this nasal cannula connector into a valve that is not made by (B)(4). This is the area where the connector is breaking. The private manufacture has been notified). When I went to a 10lpm concentrator I needed to be able to throttle the oxygen down when I am sitting. I then have to turn up the flow of oxygen when I walk to another location in the house. This requires the use of a valve to control the flow of oxygen. The connection on the valve requires this type of cannula. Once I put the cannula on the supply hose it remains on my body 24 hours per day except for the times I leave the house. At that time I hang it by the front door where I keep my "c" tank for portable use. At no time is the house supply with cannula in any adverse position and it cannot be damaged in anyway. While I am using it there is no way that it can really be damaged without doing harm to me. I spend most of my day time sitting at my kitchen table where I can watch tv, do crafts, and read. I use the table to help support my upper torso to allow me to breathe easier. I have stage 4 copd and my lungs have expanded considerably. I have enclosed the failed cannula for your inspection. Please note that any marks, scratches or damage to the piece that broke off did not contribute to the failure. These marks are the result of using a screwdriver as a pry and a needle nose plier to remove the broken piece from the tubing connector on the valve."

Manufacturer narrative:
Device evaluation summary: the device sample was received for evaluation and the cannula was visually inspected. The connector was broken therefore the reported defect was confirmed. The sample was submitted to an ir scan the resin was confirmed as the correct resin for this product. At this time we are unable to determine the cause of the broken connector, and based on the investigation the broken condition did not occur curing the manufacturing process. It is possible that the broken condition occurred outside of the manufacturing environment.